Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed a problem with his meter at 11.30pm on (B)(6) 2015, when he obtained an alleged inaccurately low blood glucose result of ¿75 mg/dl¿ on the subject meter compared to ¿140 mg/dl¿ on another onetouch verioiq meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He reported that a ¿couple [of] hours¿ after the alleged issue with the meter started, he developed symptoms of ¿light head [and] dizzy¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. The patient had used the same approved sample site and the correct testing steps. However, he did not have control solution available with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hyperglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.